Event description:
It was reported the programmer would not boot up, and it displayed an error message. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the programmer does not boot up, the programmer does boot up. It was confirmed that there was an error in the error log, as a result the link electronic module (lem) circuit board was reseated and calibrated. (B)(4).